Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4965, implantable pacing lead, 2006 (B)(6); 4965; implantable pacing lead, 1997 (B)(6); c4tr01, bi-ventricular pacemaker, 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments. Analysis was performed and no anomalies were found.